Event description:
The customer contacted baxter's service center regarding an alarm which occurred on the homechoice (hc) during use, and during troubleshooting it was determined that the patient had reused supplies. The home patient (hp) stated that when the hc would not pull solution from the final bag and pump it into the heater bag, he disconnected it and put it on the supply line instead. The technical service representative (tsr) explained why he could not do this, and that the supplies were compromised. The tsr advised the hp to end therapy and call his registered nurse within 24 hours and let her know what happened. The tsr walked the hp through ending therapy procedure. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). (B)(6). Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.